Event description:
Info received indicates the bed has no functions working from either siderail.

Manufacturer narrative:
The technician found the wires were pulled out of the pendant. The technician replaced the pendant to repair the bed.